Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional armada devices are being filed under separate medwatch reports. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, the lesion site was described as a sharp and heavily calcified lesion, which likely caused the rupture and reported difficulty advancing and removing. Furthermore, it was reported that two additional armada 14 units also ruptured and had difficulty advancing and removing, suggesting that the lesion calcification contributed to the difficulties. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for this lot. There is no indication to suggest a product quality deficiency.

Event description:
It was reported that the procedure was to treat a sharp and heavily calcified lesion in the tibial artery. The 3.0 x 120 mm armada balloon was used for dilatation of the lesion; however, the balloon ruptured at 12 atmospheres (atm). The 3.0 x 200 mm armada balloon was then advanced and inflated at the lesion; however, this balloon also ruptured at 12 atm. The 2.5 x 120 mm armada balloon was advanced and inflated, and this balloon also ruptured at 12 atm. Resistance was noted with the vessel during advancement and removal of all three balloons. The procedure was completed successfully with a new armada without any issue. There were no adverse patient effects. No additional information was provided.